Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. Analysis of the device memory indicated oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient expired due to ventricular fibrillation (vf). Occasional undersensing and oversensing were noted along with slower disorganized ventricular rates that did not fall into the treatment zone. The implantable cardioverter defibrillator (ICD) remains in-situ.

Manufacturer narrative:
Continuation of d10:  product ID 6944-58 (serial: (B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2010; explant date (B)(6) 2026. Product ID 457445 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2010; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.